Manufacturer narrative:
Reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during metal removal the screwdriver tip broke off when trying to unscrew the angle-stable screw from the radius plate and jammed into the screw head. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.